Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. It was noted during device changeout procedure on (B)(6) 2012 that the lead has high thresholds but sensing is fine. The physician at procedure was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).